Manufacturer narrative:
Additional review of information received after the submission of the MDR on this complaint finds that this event is not a reportable event.

Event description:
It was reported that the t1 and t2 did not deploy. No patient injury or complications were reported.